Event description:
It was reported that the patient presented to the hospital for a scheduled generator replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episodes. The noise was reproducible in clinic. The ra lead was capped and replaced on (B)(6) 2023. The patient had no adverse consequences throughout.